Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual examination of the pump indicated peeling at the ok keypad button. During testing, all keypad buttons responded properly. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, a crack was found along the battery compartment. Additionally, the display screen was observed to be dim. When replaced with a test display, it functioned properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and started that the keypad buttons were sticking and the keypad cover was peeling. The reporter could not confirm whether the damage or the response issues occurred first. There was no reported adverse event associated with this complaint. This complaint is not being reported because the alleged issue is considered cosmetic and therefore not likely to cause interference with insulin delivery.